Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Wound dehiscence was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
This device was explanted and replaced due to wound dehiscence and device expulsion from the body. The implant was placed parasternal tail up and secured with steri-strips only. Should additional information become available, this file will be updated.